Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the device was unable to interrogate and was out of specification on its uplink functional tests. It was noted that the radiofrequency head was replaced to resolve. (B)(4).

Event description:
The radiofrequency programmer head originally returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.